Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a laparoscopic da vinci perineal hernia repair with mesh, incisional/ventral repair with laparoscopic da vinci, paraileostomy, stoma hernia repair, abdominal lysis of adhesions, and small bowel resection. The patient had occurrence of a perineal hernia with attempted robotic repair over a year ago with synthetic mesh on the pelvic floor. The hernia began to recur as a bulge in her bottom about 9 months ago and progressed to an enlarged, painful area causing her significant discomfort and difficulty sitting. The patient underwent an additional procedure for abdominal and perineal hernia and peristomal hernia. The procedure performed was an open abdominal hernia repair and perineal wound closure with mesh. The mesh was excised approximately 1 year after implantation. Relevant labs/data: ((B)(6) 2017) final result/final diagnosis: specimen consistent with mesh, clinically perineal repair, perineal wound closure with mesh. (Gross examination). Medical history: rectal cancer, status post abdominal perineal resection and pelvic radiation gastric bypass surgery for morbid obesity surgery for rectal cancer - laparoscopy, complete proctectomy, combined abdominoperineal with colostomy. Diabetes, smoking.